Event description:
The patient was having problems with recharging due to problems with coupling; the patient was unable to get efficiency bars. Two days later, antenna locator was performed. They were able to get 56 after moving to several different locations. It was determined that the neurostimulator had been implanted too deep based on antenna locator. The pocket was revised. After the revision, "all is fine".